Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd¿ sst tubes a small amounts of red blood cells are found in gel separator after centrifugation. The following information was provided by the initial reporter: the staff at this site started using sst¿s about a year ago and noticed that when they remove an aliquot from the centrifuged sst, the following day it shows a pellet of rbc¿s.

Manufacturer narrative:
B.5. Material no. 367986, batch no. 9003752, 8247843. It is reported that after use of the bd vacutainer® sst¿ blood collection tubes a small amounts of red blood cells are found in gel separator after centrifugation. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the staff at this site started using sst¿s about a year ago and noticed that when they remove an aliquot from the centrifuged sst, the following day it shows a pellet of rbc¿s. Medical device brand name: bd vacutainer® sst¿ blood collection tubes. Medical device manufacturer: becton, dickinson & co., (bd). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9003752, medical device expiration date: 2019-12-31 and device manufacture date: 2019-01-03. Medical device lot #: 8247843, medical device expiration date: 2019-08-31 and device manufacture date: 2018-09-04. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: bk050036.

Event description:
Material no. 367986, batch no. 9003752, 8247843. It is reported that after use of the bd vacutainer® sst¿ blood collection tubes a small amounts of red blood cells are found in gel separator after centrifugation. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the staff at this site started using sst¿s about a year ago and noticed that when they remove an aliquot from the centrifuged sst, the following day it shows a pellet of rbc¿s.

Event description:
Material no. 367986, batch no. 9003752, 8247843 it is reported that after use of the bd vacutainer® sst¿ blood collection tubes a small amounts of red blood cells are found in gel separator after centrifugation. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the staff at this site started using sst¿s about a year ago and noticed that when they remove an aliquot from the centrifuged sst, the following day it shows a pellet of rbc¿s.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results and poor barrier separation with the incident lots. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd¿ sst tubes a small amounts of red blood cells are found in gel separator after centrifugation. The following information was provided by the initial reporter: the staff at this site started using sst¿s about a year ago and noticed that when they remove an aliquot from the centrifuged sst, the following day it shows a pellet of rbc¿s.